Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was hospitalized in (B)(6) 2015. The physician noted that the patient had a lowheart rate. Upon attempting to interrogate the pulse generator, the device could not be interrogated. The device also exhibited noise. On (B)(6) 2015 the device was explanted and replaced.